Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor saline breast implant and experienced deflation (side unknown) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On mar 8 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the anterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 9 2022, additional information was received indicating the impacted product is a saline mentor smooth round moderate profile 525cc breast implant, serial number (B)(6), lot number 5971362. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On feb 15 2022, additional information was received indicating the patient identifier is s.k., and the patient's date of birth is (B)(6) 1963. The date of event was identified as (B)(6) 2022. The patient underwent removal and replacement with a mentor saline breast implant (serial number (B)(6) on (B)(6) 2022. The date of implantation was identified as (B)(6) 2011. The deflation was found to have occurred on the left side. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).